Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced pain at the anchor sites after losing a lot of weight. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads and anchors were repositioned to address the issue.